Event description:
A customer reported a priming error and poor aspiration during a procedure. The procedure was able to be completed with the same equipment with no impact to the patient.

Manufacturer narrative:
The company representative examined the system. The fluidics module was replaced. The system was then tested and found to meet specifications. No sample was returned for evaluation. No additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).